Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump display had been going on and off. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was dropped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a severely cracked and bleeding lcd glass. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to an lcd anomaly. No blank display was noted. The pump had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.